Event description:
It was reported that the patient never had therapeutic effect and the device was implanted 9 days ago. Around 5 to 6 days ago the patient was getting some effect from the implantable neurostimulator (ins) and had about a 20 percent reduction in symptoms. Since then the patient had a return of symptoms 4 days ago and it was just like before they had the implant. The patient did get the urge to urinate 5 to 6 days ago but that had since gone away and the patient had no control over the bladder, especially when they stood. The patient could not feel stimulation but they could feel stimulation during the trial. The patient¿s friend or family member was trained on adjusting the ins but did not remember what to do. The patient was on program 1 at 0.8v and they raised stimulation to 1.4v but it was too strong so it was reduced to 1.2v on program 1. The patient confirmed that this was a comfortable setting, but the stimulation did not have the fluttering feeling like it did during the trial. The patient would have a follow-up appointment on 2014-(B)(6). It was later reported that patient¿s family member was trying to increase stimulation today and was unsure how to do it. The patient had been having urinary symptoms since implant. The patient was on program 1 at 1.2v and they saw the lightning bolt meaning that the ins was on. They increased to 1.3v and the patient was not having any results and it was only on and off they could urinate on their own. When they increased stimulation before it took about 3 days to get a little better but then it got worse. The patient was also still having the same problem they had had for 10 years where they stood up and lost urine and they wore a pad. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0mu3j, implanted: 2014-(B)(6), product type lead. Product ID neu_pt m_prog, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The also patient still had concerns with their device or therapy but had not sought further help. The patient had been having problems with the implant and felt the implant was a waste of time, money, and pain. As it hadn't worked, it had been adjusted many times by the hcp and the patient had spent an hour with technical services. The patient was not happy at all as the bladder was still not working any better than before. The patient had no results.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the implant was not working like it should since it had been implanted and the patient never had therapeutic effect. The patient wanted to increase stimulation because the symptoms had really never gotten better and they increased stimulation yesterday. When the patient tried to adjust stimulation, they got an electrical shock. The patient was getting the poor communication screen on the patient programmer since yesterday. The batteries in the programmer hadn't been changed in a month. After replacing the batteries in the programmer the patient was able to communicate. The setting was on program 2 at 2.1v and they decreased to 2.0v. The patient had an overstimulation sensation and strong stimulation in the bladder, testicles, and penis and they had been in pain. Earlier the patient lowered stimulation from 2.2v to 2.0v and the patient still felt too much stimulation. They decreased from 2.0v to 1.7v and the patient felt like the stimulation felt better. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.